Manufacturer narrative:
Site has indicated the device is not being returned for evaluation. (B)(4).

Event description:
During a breast augmentation procedure it was reported that the adaptors are getting too hot during the case and the device cannot be held. The fibers appear to be bent. The case was completed with the cord. The light cord was taken out of circulation and repaired by a third party. No delay or patient injury/complications were reported. The light cord upon further examination was not in its original state, meaning it wasn't just bent fibers but the cord was in need of restoration. The site has indicated that the device will not be returned for evaluation.